Manufacturer narrative:
The device has not returned for analysis. However, the reported allegations of coating damage was confirmed based on the media provided. The misuse cannot be confirmed as the media provided does not show the device after trimming. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a percutaneous left atrial appendage closure, a versacross connect laac kit was selected for use. The physician performed transseptal puncture successfully. It was noted that when the physician was attempting to advance a non-boston scientific (mustang) dilator over the rf wire, a strong resistance was encountered. Upon inspection of the wire, the coating near the proximal end seemed peeled back (but not detached or fragmented). The peeled section was manually trimmed, and the dilator was able to be inserted, and the procedure was completed. No patient complications occurred. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a percutaneous left atrial appendage closure, a versacross connect laac kit was selected for use. The physician performed transseptal puncture successfully. It was noted that when the physician was attempting to advance a non-boston scientific (mustang) dilator over the rf wire, a strong resistance was encountered. Upon inspection of the wire, the coating near the proximal end seemed peeled back (but not detached or fragmented). The peeled section was manually trimmed, and the dilator was able to be inserted, and the procedure was completed. No patient complications occurred. The device is not expected to be returned for analysis (discarded).